Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the adhesion bond, which adhered a connection part of maj-1121 between maj-1121 and sonosurg transducer, was deteriorated and came unglued. Therefore, the connection part came off from the main unit of maj-1121. The ultrasonic output error was recorded in log data on the sonosurg-g2. Omsc duplicated the reported phenomenon by a combination of the subject device with a normal sonosurg-g2 and a normal sonosurg transducer. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation above, we have considered as a possible cause of this case that the adhesion bond of maj-1121 was degraded due to continued use and sterilize by autoclave a long period of time for more than 3 years, the connection part came off and a loose electrical connection occurred. The instruction manual of the subject device already states that an appearance inspection and a connection inspection during prior-to-use check, the troubleshooting. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician pushed a footswitch for a laparoscopic low anterior resection, the sonosurg system generated a hi-pitch sound and could not activate output for a number of times. Even after he replaced the sonosurg scissors, the system could not activate output. He replaced the ultrasonic generator and transducer, and the sonosurg system was enabled to activate output. The procedure was completed. There was no patient harm reported.